Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that when the package was opened it was discovered that the glue (ampoule) had leaked inside.

Manufacturer narrative:
Samples received: 1 opened pouch (unopened ampoule with leaking signs). Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed (B)(4) units of this batch. There are no units in our stock. We have checked the batch manufacturing record and no deviations have been found. The 1 unopened ampoule with leakage has been checked and the sealing bar (yellow bar at the bottom of the ampoule) is wrongly sealed and there is leakage. The histoacryl machine for filling ampoules and packaging them into the pouches was designed to detect every empty pouch and non conforming ampoule. The defective products were discarded in a separate bin. In this case, most probably there had been too many non conforming pouches causing an overflow of the bin. The design of the bin at that time allowed that the faulty pouches could have fallen from the reject bin into the conveyor belt for the correct pouches. In april 2016 a corrective action in the reject bin put an outlet to the opposite side to the conveyor belt. The batch involved was manufactured after the corrective action, nevertheless no new measures are considered at this moment. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions at this moment. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.